Event description:
The customer reported that the cystonephrofiberscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cds was performed by the customer. There was no patient infection. Pre-cleaning was completed using enzynex lg as the detergent and involved brushing the instrument/suction channel, suction cylinder and distal end. An asept inmed neoclean brush was used during manual cleaning. Manual disinfection was done using axioxy-twin concentrate manufactured by anios. The scope was stored horizontally is a simple cabinet with no drying function. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented, by following the instructions for use sections below: chapter 4: reprocessing workflow for endoscopes and accessories. Chapter 5: reprocessing the endoscope. In addition, the following non-reportable malfunctions were found, during the device evaluation: connecting tube dent, bending section wear and damage. Olympus will continue to monitor field performance for this device.